Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the blade broke off the harmonic ace curved shears instrument at the first movements. It was alleged that a fragment fell into the patient and was retrieved in the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: there was an issue with two instruments during the same procedure. The procedure was not recorded on video. The instrument was inspected prior to use and there were no issues. The instrument did not collide with another instrument. The fragment was retrieved with a third party instrument and the procedure was completed with a maryland bipolar forceps instrument. The patient's current status was good and the patient's demographics could not be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace curved shears instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a blade broken at the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Additionally, the instrument was found to have a broken clamp arm. There was no missing material. The inner tube slots where the clamp arm hinges broke off, causing the arm to dislodge. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.